Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 150 mg/dl, 161 mg/dl and 157 mg/dl and the sensor glucose was 68 mg/dl, 65 mg/dl, 50 mg/dl. Insulin delivery was suspended due to sensor glucose and blood glucose. Sensor value that triggered the suspend event was 50 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The sensor will not be returned for analysis.